Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device and delivery system (wds) were selected for use. The patient had a rotated heart on transesophageal echocardiography (tee), so it was difficult to get a good angle for the transeptal puncture (tsp). Once through, the 27mm wds was attempted three times, all with full recaptures and all resulting in a large mitral shoulder. The physician decided to move to a 24mm device. Upon removing the 27mm device a pericardial effusion, which developed into cardiac tamponade, was noted and the patient's blood pressure began to drop. The patient was stabilized. The laac procedure was discontinued, and the patient was admitted to the cardiac care unit.